Manufacturer narrative:
This report is submitted on august 5, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to a performance decrement with device use. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 30 september 2020.